Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have a history of cholecystectomy and gastric banding. The patient had recently undergone a cesarean section and was unable to be anti-coagulated. The patient subsequently developed post-delivery pulmonary embolism (pe) with possible pelvic deep vein thrombosis (dvt). An initial venogram via the right common femoral vein revealed a mega cava likely associated with the patient¿s size and recent pregnancy with twins. Iliac venogram indicated that the common iliac vein was adequate for filter placement. Optease vena cava filters were then deployed on the right and left side of the common iliac vein. The patient is reported to have tolerated the procedure well. Approximately, thirty-five days after the implantations, the patient became aware that they had developed dvt and pe. The filter was also reported to have migrated and embedded in the wall of the inferior vena cava (ivc). In addition, the patient underwent an unsuccessful attempt to percutaneously remove the filter. Approximately one to two weeks later, a second attempt to retrieve the filter was made. Information regarding the results of this attempt were unsuccessful. The patient further reported that they had experienced worry associated with the ongoing use of blood thinners and the possibility of the filter further migrating. The products were not returned for analysis. A review of the device history record for these devices from the same lot number revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported details indicate that retrieval was attempted 35 days after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2019-02843 and 9616099-2019-02950.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the inferior vena cava (ivc) filter and the filter being embedded in the ivc wall. According to the information received in the patient profile form (ppf), the patient had post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient became aware of the alleged events thirty-five days post implantation. At this time, the patient also underwent an unsuccessful percutaneous attempt to remove the filter. A second attempt was made approximately 1-2 weeks after, however, there is no information available on the procedure. The patient also reports to be on blood thinners, to have had a nosebleed for forty-five minutes, an infection, a scar and to suffer from worry. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following information received per the patient¿s medical records indicated, the patient had a history of pe with possible pelvic dvt, status post-delivery. The indication for the filter placement was that the patient was unable to be anticoagulated following a cesarean-section. During the placement procedure via the right common femoral vein, the cava was found to be mega cava measuring over 3.5cm to 4cm. Due to the size of the ivc, the cannula was then pulled down in the right and left iliac system and a right and left iliac venogram was performed, confirming the size of both the left and the right iliac veins as adequate for placement of the filters. One filter was deployed in the right common iliac vein with good apposition and the second filer was placed in the left common iliac vein. The patient tolerated the procedure well. Seventeen days post implantation, the patient underwent a computerized tomography (CT) scan of the abdomen and pelvis with contrast. The indication for the CT scan, was to evaluate incision abscess, fever and pain at the c-section site. The patient was status post gastric banding and cholecystectomy. The impression per the radiologist reading of the CT scan are the following: lower left rectus muscle abscess and large lower mid-line anatomic pelvic subcutaneous abscess with very prominent stranding and inflammation throughout the pelvis subcutaneous tissues.